Event description:
There was a desire to increase the biventricular pacing percentage of the cardiac resynchronization therapy defibrillator system. The patient had many premature atrial contractions as well as right bundle branch block which made it difficult to achieve a higher biventricular pacing percentage. Technical services discussed several programming options. When evaluating the lv lead, it was stated that it had slightly pulled back in position. No patient symptoms were reported. The lv lead remains in service.